Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his one touch ultrasmart meter does not power on. The patient mentioned that on (B)(6) 2010 at around 4:00 am, he attempted to test his blood glucose and the meter would not power on. Less than a minute later he developed symptoms of feeling sweaty and shaky. He did not self-treat; however, went to the ER at around 4:30 am and was tested in the ER; however, does not recall the reading. He was treated with IV glucose and fluids. While troubleshooting, it was noted that this was not the first time the product had been used. The patient denied any misuse of the product and the meter did not power on by pressing the power button. The patient was unable/unwilling to verify whether he was using the correct vial of test strips. The alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that he was unable to test due to the reported issue, developed symptoms suggestive of a serious injury and had to seek medical attention.

Manufacturer narrative:
The 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.